Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that it was unknown what cause the disruption in power to the mobile power unit. Log file analysis completed by the manufacturer¿s technical services representative revealed five events of no external power. The last alarm occurred on (B)(6) 2018 at 10:29 and there were no additional alarms through the duration of the log file which ended on (B)(6) 2018. Additional information was requested, but was not provided.